Event description:
It was reported that during the implant procedure, the lead kinked and the coil stretched while pulling out the lead from the introducer. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Electrical testing determined that continuity of all conductors was complete. Visual inspection noted the defib conductor was distorted.